Event description:
Reportable based on analysis completed on 12/15/2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulty occurred. Access was gained via the radial artery. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous circumflex artery. The 2.50x12mm taxus liberte stent delivery system was advanced, but it was unable to cross the lesion. The procedure was completed with another 2.50x12mm taxus liberte stent without patient complications. The patient's condition post procedure was reported to be good. However, product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified distal stent damage and tip damage. The stent struts on rows 1 to 3 were raised distally. The tip was kinked. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).